Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Referenced article: european journal of cardio-thoracic surgery 51 article name: comparison of paracorporeal and continuous flow ventricular assist devices in children: preliminary results by: mohamed s. Nassar, asif hasan, teresa chila, stephan schueler, carola pergolizzi, zdenka reinhardt doi: 10.1093/ejcts/ezx006. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the abstract, the authors compared the use of berlin heart excor (bh) with hvad in the pediatric population. The study included patients less than sixteen years old who received an left ventricular assist device (vad) between dec-2005 and jan-2016 and compared pre-implant characteristics and post-implant outcomes of these patients. Thirty patients were included in the study with thirteen implanted with hvad and seventeen with bh. Of the thirteen hvad patients, one was subsequently weaned from support and another remains on support after 600 days. The remaining eleven hvad patients received a cardiac transplantation. Post-implant adverse events associated with hvad patients included two patients who developed pump thrombosis. One of these patient¿s pumps was successfully decommissioned while the second patient received successful thrombolysis. The authors concluded that this early experience with hvad indicated outcomes comparable to those with the well-established pulsatile bh. No further information has been provided.

Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed due to the unknown serial number of the device. Log file analysis could not be performed due to the unknown serial number of the device. The reported event could not be confirmed due to lack of evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.